Manufacturer narrative:
Should additional information become available, it will be provided on a supplemental report.

Event description:
During a revision procedure of a total elbow implant originally placed at an earlier date, the head of the ulnar cap screw fractured, leaving the remaining portion of the screw retained within the cap. The procedure was performed at a medical facility.

Event description:
During a revision procedure of a total elbow implant originally placed at an earlier date, the head of the ulnar cap screw fractured, leaving the remaining portion of the screw retained within the cap. The procedure was performed at a medical facility.

Manufacturer narrative:
Correction: d9: product available to stryker. This complaint is being cancelled as the reported component was mistakenly submitted as a separate record. It is part of an existing assembly already documented under another complaint and does not have a unique catalog number. No further investigation will be conducted under this complaint. If new information is received indicating the component should be treated as a separate reportable item, the record will be reopened and re-evaluated.